Event description:
Customer reported issues with the insulin pump. Customer's blood glucose level was 282 mg/dl. Customer reported that he was filling up the reservoir and noticed that at the bottom of the device where the circle is it is opening up. Clarified and customer stated the drive support cap is loose and open. Customer was not sure how the damaged occurred. Customer was told to discontinue the use of the device and revert to a back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked end cap. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.